Event description:
Customer reported that multiple discrepant ion selective electrode (ise) results were generated by the advia 2400 system. The results were not flagged by the system. The results were not reported out of the laboratory. The samples were retested on another system and yielded results within expectations. There were no reports of adverse health consequences or known patient intervention due to the discordant results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse determined that the cause for the discordant results was a leaking clot detector. The fse removed and replaced the clot detector. The instrument is performing within specifications. No further evaluation of the device is required.